Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no activity outside of normal use. The total daily dose values accurately reflected the programmed basal rates. During testing, the pump was powered on and the display screen appeared fully illuminated and functional. The rewind, load, and prime steps were completed successfully without the screen freezing. The complaint was not duplicated, and no defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump display screen froze and lagged at random, and the user had to reboot the pump to make the display screen function properly. The pump allegedly had not emitted any relevant call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.